Event description:
As reported, approximately 4 months post op initial left tsa, this 82 y/o male patient was revised due to an infection. All reverse implants were removed & shoulder spacer left in ( 48 - fortcem spacer provided by exactech). Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Photo attached. Unable to obtain x-rays. Device is not returning.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6): 315-35-00 - glnd kwire, (B)(6): 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6): 320-15-04 - rs glenoid plate post aug, 8 deg, right, (B)(6): 320-15-05 - eq rev locking screw,, (B)(6): 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6): 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6): 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6): 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.

Manufacturer narrative:
H3: the revision reported was likely the result of infection. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The wear noted on the image of the explanted humeral liner is likely the result of impingement with the scapula. However, this cannot be confirmed as the devices were not available for evaluation.